Event description:
All connections secured and medication was infusing. Pt got up and noticed the chemo was leaking on the floor. This is a problem with the connector. We have been using this product for greater than 4 yrs. The company states it was a problem with not tightening the connector enough. The staff are tightening so much now they can hardly remove and still are having the issue a year later.